Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed, other. One purple luer adaptor with a 4.3cm segment of extension leg tubing was returned for investigation. The remainder of the catheter was not returned for investigation. Evidence of use was observed on the sample. Impressions from a hemostat-like instrument were observed on the external surface of the connector. Tape residue was observed on the extension leg. A breach was observed in the extension leg tubing within the distal end of the luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebs0781 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that the PICC had a slit at the connection with the hub. No additional information has been provided but has been requested. 11/13/2017 - complainant reported additional information via e-mail. The purple lumen was noted to have fracture/slit in the tubing near the hub, this was noted during time of dwell in patient. When the line was flushed it was noted to be leaking. A new device was placed. No patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0781 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
Facility reported to sales rep that the PICC had a slit at the connection with the hub. No additional information has been provided but has been requested. On 11/13/17 - complainant reported additional information via e-mail. The purple lumen was noted to have fracture/slit in the tubing near the hub, this was noted during time of dwell in patient. When the line was flushed it was noted to be leaking. A new device was placed. No patient injury reported.